Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges that the patient underwent explant of mesh in 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct -2017) is considered to be a best estimate. Updated data: a2, b3, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges that the patient underwent explant of mesh in 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2018 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st. Per op notes, ¿the hernia sac was identified and reduced. A ventralex st mesh was placed in defect and secured using sutures. The fascia was closed with sutures.¿ on (B)(6) 2018 - patient was diagnosed with adhesions and pain thereby underwent open repair with lysis of adhesions. Per op notes, ¿the omental adhesion to prior mesh was taken down. No other defect was noted. The skin was closed with sutures¿. On (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia and abdominal pain thereby underwent open repair with excision of ventralex st and implant of biological mesh. Per op notes, ¿the incisional defect in the umbilicus was noted and reduced. At the edge of the defect, the prior mesh and sutures were noted was completely removed. Peritoneal adhesions were lysed. A biological mesh was placed and sutured.